Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump menu kept on scrolling and buttons were unresponsive. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer also reported that a battery out limit alarm is on the insulin pump even after the battery has been changed. Customer also mentioned a high blood glucose of 350 mg/dl and treated with manual injection. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The device had no button error alarm noted. The device was received with no button response due to flattened act button keypad dome. We were unable to verify battery out limit due to keypad anomaly. The button keypad connector was found closed properly during visual inspection. We were unable to perform functional test due to keypad anomaly. The device had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window. Numbers do not ramp up on its own or scroll bar moving with no input.